Event description:
Account alleged the head and knee section is drifting down.

Manufacturer narrative:
Account said he found corrosion on the p7 connector for the pt controls on the right ucm. He stated, he cleaned the connector and the bed is operating properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.